Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer cubie failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer (fse) used hardware test application (hta) to assess the issue and found that row a pockets were not detected and replaced row a, but the issue persists. Then the fse replaced the row board cable and issue was still on going. Then removed row a cubies and replaced another row board, but the issue persisted. Then removed all the cubies and put one by one. Got to pocket a4, the whole drawer was failed, and the pocket was not detected. So, the fse replaced the module controller board and was able get all the cubies to work and advised the pharmacy to replace the bad cubie and tested in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer cubie failure. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.